Manufacturer narrative:
An event regarding revision due to joint instability and subluxation involving an unknown femoral component was reported. The event was confirmed through the x-rays provided. Method & results: device evaluation and results: not performed as product was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records were rejected for medical review by a clinical consultant the following comment was provided: x-rays shows posterior subluxation of femur and varus instability; need operative reports, past/clinical medical history. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. The instability and subluxation was confirmed through review of the x-rays provided however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as product evaluation,operative reports, past/clinical medical history are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Device not available.

Event description:
Sales rep reported, "right knee revision, one component (poly). Mechanical complication of right knee. Two photos will be sent with the per. No other information is available." Update 28 nov 2018 from med review: x-rays shows posterior subluxation of femur and varus instability;